Event description:
During a routine cataract extraction procedure, the surgeon reportedly experienced a corneal burn in the operative eye. The wound required 5 unplanned sutures to close.

Manufacturer narrative:
Evaluation summary: the phacoemulsification machine was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.